Event description:
It was reported that a homechoice (hc) device experienced a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) alarm. It was not reported if the patient was connected at the time of the alarm. This occurred during dwell one of peritoneal dialysis therapy. There was nothing unusual reported that would cause or contribute to the alarm. The patient was advised to complete therapy by starting over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.